Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.